Manufacturer narrative:
The initial MDR 2432235-2017-00541 was filed on oct 05, 2017. Additional information (10/23/2017): a siemens headquarter support center (hsc) specialist reviewed the information provided and concluded that it is not a reagent lot or method issue. The data is consistent with a cause related to intermittent sampling issues related to the dilution probe pipette (dpp) probe alignment to the lab automation system (las). The customer service engineer (cse) identified that the dpp probe height was not in the correct position in relation to where it need to be in order to properly aspirate sample from a tube on the las or the sample tray. A dpp probe that is too high will not dip into the sample tubes far enough to properly aspirate sample. This issue would also impact the liquid level sense (lls) feature by improperly detecting liquid before the probe is far enough in the sample. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2432235-2017-00537_s1 was filed for the same event. MDR 2432235-2017-00538_s1 was filed for the same event. MDR 2432235-2017-00539_s1 was filed for the same event. MDR 2432235-2017-00540_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant albumin, alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), creatine kinase and uric acid results. A siemens customer service engineer (cse) was dispatched to the customer site. The service was performed over multiple visits. The cse changed dilution probe pipette (dpp) probe. The cse checked dilution probe aspiration pump (dip), dilution probe discharge pump (dop) pumps, dpp alignment and secured all connections. The cse changed dop seal. The cse ran quality control (qc), which was within range. The cse replaced sample probe (spp), clot sensor for dilution probe pipette (dpp) probe and liquid level sense amplifier (lls) for dpp probe. The cse aligned all probes. The cse performed total service call. The cse checked probes alignment of all pumps. The cse changed mixer rod for mixer 1 and mixer 2. The cse changed pump head for dilution probe discharge pump (dop) proactively. The quality control (qc) was within range. The cse tried to run sample for both advia 1800 instrument, and all results were as expected. The cse changed dpp probe arm holder, lls amplifier, dpp probe and dilution probe valve 1 (dpev1). The cse checked leveling of machine and verified dpp alignment. The cse ran precision, which were as expected. The cause of the discordant albumin, alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), creatine kinase and uric acid results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2432235-2017-00537 was filed for the same event. MDR 2432235-2017-00538 was filed for the same event. MDR 2432235-2017-00539 was filed for the same event. MDR 2432235-2017-00540 was filed for the same event.

Event description:
Discordant, falsely low albumin, alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), creatine kinase and uric acid results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The same samples were repeated on the same instrument, and recovered higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, albumin, alkaline phosphatase (alp), gamma-glutamyl transferase (ggt), creatine kinase and uric acid results.